Event description:
The account reported via the user MDR number (B)(4), the following "the surgeon was concerned with how fast the cautery cut and questioned the nurse as to the heat settings on the erbe unit. They were confirmed as correct. There was concern that the erbe machine produced excessive heat too rapidly and this may have resulted in the colon perforation that required admission to the hospital (the next day) resulting in bowel resection surgery. What was the original intended procedure? Complete colonoscopy with hot snare polypectomy and complete colonoscopy with biopsy of sessile transverse colon polyp, unresectable and injection of spot". Add'l info: it was further reported that the pt was very sick, a chronic smoker, and had previous perforations. The facilities biomed reported that the outputs were within spec.